Event description:
Product design problem -- normal saline for contact lens users. Sold by (B)(6) as brand name product -- sterile saline solution - 3lf oz bottles. "Puncture-design" -- bottle cap is supposed to be used to puncture a hole into the top when ready to begin use. This procedure does not always work. The end-user/pt is therefore required to find alternate method to puncture a hole to use the contents. Pts may chose unsafe and use unsterile techniques such as use of a knife, scissors, acre drivers, or any other sharp, but obviously unclean instrument. The contaminated solution in turn is used by the pt for use in the eyes with contact lenses. Obvious potential arising for introduction of foreign particle or bacteria into the eye field, including lodged between the eye and the lens. Incomplete seal of solution once opened. The bottle cap often does not seal fully into the hole opened by either "foreign instrument" or bottle cap puncture device itself. Fluid readily leaks out not only a waste of product for consumer, but a potential entry for bacteria and/or more conductive environment for bacterial growth. Prior bottle design used by (B)(6) was excellent. No such puncture or sealing problems ever occurring during several years of use. Preservative free solution for those with chemical - sensitive.